Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the monitor failed incoming functional testing and was unable to perform a baseline. The cause of the failure was isolated to a defective transistor q701 and processor u612 on the ca board. The root cause of the defective components cannot be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/7/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).